Manufacturer narrative:
Vyaire is currently in the process of evaluating the ventilator, once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported vyaire that the ventilator is not working very well on the CPAP mode. The ventilator was on a patient at the time of the event, and the patient was not able to trigger any breaths. There was no report of any patient harm associated with this reported event.

Manufacturer narrative:
Results of instigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The ventilator passed 482 hours of extended test's without any unusual alarm or error condition, however, the unit failed the initial final test at the port to port leak test due to a non-conforming blower module. With a known good blower module installed, the ventilator passed the initial final test for troubleshooting and passed the initial alarm volume test with no abnormalities. The ventilator was opened up and visually inspected, no anomalies were found. The ventilator met all factory specifications.